Event description:
Revision surgery of right proximal humerus replacement with tricortical plate fixation of her new implant rather than a further attempt at cementing in a stem. This will involve removing all of the cement and cement restricted from her distal humerus and making her a custom implant. Unique defect/need: loosening of the cemented stem of her proximal humerus with progressive bone loss. The distal humeral bone stock is good. The glenoid component looks solid. Mets in situ, but no stickers available. Medical history: 1. Right proximal humeral replacement 2017 for humeral chondrosarcoma 2. Single-stage revision right proximal humeral replacement on (B)(6) 2018. 3. Washout of collection and exchange of modular components (da ir) on (B)(6) 2019. 4. First stage revision phr with incomplete removal of glenoid component on (B)(6) 2019. 5. Rotational flap right shoulder roughly hospital on (B)(6) 2020. 6. Second stage revision of right proximal humeral placement (glenoid left in situ) on (B)(6) 2020.